Event description:
It was reported that the device stored events showing oversensing in the atrial and ventricular channel. Oversensing was reproducible with pocket manipulation. Device header issue was suspected. The device was explanted and replaced. Oversensing continued after device replacement. The pocket was reopened and small insulation breaches were observed in both the atrial and ventricular leads near the header. The ventricular lead was capped and replaced. The atrial lead remains in use. The problem was noted as "resolved" at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.